Event description:
Event description: boston scientific received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) died. A family member called boston scientific's technical services to report that 'the pacemaker quit. It started shocking him and the patient was taken to the hospital for 3 weeks. A temporary pacemaker was put in, but it was not strong enough to bring the patient back. The death certificate stated something about the heart'. No advisories were found on this device model. The device was not returned for analysis.

Manufacturer narrative:
H6 - not returned. Event conclusion: the implanting physician reported having no knowledge of the patient's death. It was reported that the patient's spouse was from another country and it is possible that the death occurred there. The physician reported that the patient was very sick and most likely died due to heart failure. No additional information is available. If more information becomes available, the event will be reopened.

Event description:
Boston scientific received information in (B)(6) 2006 that a patient with this cardiac resynchronization therapy defibrillator (crt-d) died. A family member called boston scientific's technical services to report that 'the pacemaker quit". According to the family member, "it started shocking him and the patient was taken to the hospital for 3 weeks". "A temporary pacemaker was put in, but it was not strong enough to bring the patient back". Technical services was informed that the death certificate stated "something about the heart'. No advisories were found on this device model. The device was not returned for analysis. The implanting physician reported having no knowledge of the patient's death. It was reported that the patient's spouse was from (B)(6) and it is possible that the death occurred there. The physician reported that the patient was very sick and most likely died due to heart failure. No additional information is available. If more information becomes available, the event will be reopened.

Manufacturer narrative:
Subsequently, the device was received at boston scientific's return products department in (B)(6) 2011 (62 months following explant). The device was successfully interrogated by boston scientific's post market quality assurance laboratory. According to the social security death index web site, the patient died on (B)(6) 2006. A review of the device's memory log indicated that this device was implanted in (B)(6) and was explanted in (B)(6) 2006. Visual inspection did not identify any anomalies. The device was put through and passed testing that verified the performance of sensing, shocking and pacing. It was concluded that this device performed normally throughout laboratory testing. A review of the implant form indicated that no right atrial (ra) was in-service. The chronic ra lead had been surgically capped and the ra port of the device was plugged. A save-to-disk was reviewed by technical services and the last recorded episode for a spontaneous arrhythmia occurred on (B)(6) 2006. The arrhythmia was detected appropriately and the patient received multiple schemes of antitachycardia pacing (atp) followed by shock therapy which terminated the arrhythmia. The right ventricular (rv) and left ventricular (lv) lead diagnostic values (sensing, pacing thresholds, pacing impedance) from (B)(6) 2006 were within normal range. The normal and post-shock bradycardia pacing mode had been programmed to vvir.